Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence. It was stated that the patient was scheduled for a revision procedure due to the initial placement of the pump being too high in the scrotum, which impeded the ability to securely grasp and activate the aus device. Upon follow up, the positioning issue was confirmed. A return to the operating room was planned with the intent to reposition the pump using additional tubing to allow it to settle in a more dependent location. During revision surgery, air was noted in the pump and the pressure regulating balloon prb. The entire device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. It was stated that the patient was scheduled for a revision procedure due to the initial placement of the pump being too high in the scrotum, which impeded the ability to securely grasp and activate the aus device. Upon follow up, the positioning issue was confirmed. A return to the operating room was planned with the intent to reposition the pump using additional tubing to allow it to settle in a more dependent location. During revision surgery, air was noted in the pump and the pressure regulating balloon (prb). The entire device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of urinary incontinence, air in system, and malposition of device are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.